Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, additional information was received. It was learned that the valve was explanted due to a paravalvular leak noticed on transesophageal echocardiogram after implanting the valve. Attempts were made to repair the leak; however, it was ultimately decided to replace the valve. There was found to be a defect in the aortic annulus, underneath the left coronary cusp, as well as on the anterior portion of the annulus. These areas were reconstructed using ethibond pledgeted sutures. A smaller edwards valve was placed with satisfactory results. The patient tolerated the procedure well.

Manufacturer narrative:
Model no.: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: (B)(4) device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 27mm valve was explanted at implant and a 25mm valve was implanted as a replacement due to unknown reasons.